Event description:
Customer reported a malfunction with their pump, which displayed malfunction code 13 and was not resettable. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.